Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 4000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle port. The issue was identified after mixing the tpn prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from december 18, 2021, to december 19, 2021. H10: one actual device was received for evaluation. The other three devices were not received and therefore, could not be evaluated. A visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and a leak at the spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined, however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.